Event description:
A user complained that a curlin administration set was leaking from the reservoir bag. There was no patient injury.

Manufacturer narrative:
The device was not returned for evaluation. Further information was not available. No conclusion could be drawn. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted 6/4/2007 and a review of complaints. No patient injury.